Event description:
It was reported that the patients spinal cord stimulation (scs) leads exhibited high impedances. The patient experienced discomfort, pain, and inadequate stimulation. The patients pain is pre-existing pain and the pain was located at the lower back and left leg. The patient stated that the pain frequency was 24/7. As a result, the patient underwent a revision procedure and one thoracic lead was replaced. The cervical lead was not revised and remains implanted. No serial numbers were recorded in the hospital systems and the lead serial numbers are unknown. During the procedure, it was also observed that the lead was damaged next to the clik anchor. The patient has fully recovered from the procedure. The explanted lead was disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: unknown batch: unknown.